Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, upon inflation at below the rated burst pressure, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another 8.0 x 40, 135cm mustang balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, upon inflation at below the rated burst pressure, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another 8.0 x 40, 135cm mustang balloon catheter. No patient complications were reported. The complaint device was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified balloon longitudinal tear beginning approximately 5mm proximal to the proximal end of the proximal markerband and extending approximately 48mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.